Event description:
It was reported that a patient underwent a device revision or replacement due to unknown reasons. During the revision, it was discovered that the tibial component was fractured into two pieces. Attempts to obtain additional information have been made; however, no more information is available at this time.

Manufacturer narrative:
(B)(4). G2- spain. H3- customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This report is being submitted to provide additional information. Updated: b4, b5, d2, d9, g1, g3, g6, h1, h2, h3, h6, and h11. Visual examination of the returned product identified signs of implantation (surface marring, dings and nicks along the edges and foreign substance adhered to the part). Product is fractured into two pieces (all returned). Device was submitted for further analysis. Sem imaging identified fatigue striations on both ends of the fracture surface ("left" and "right") with a region in the center showing ductile overload dimples. These fracture surface artifacts suggest a fatigue fracture, likely with two initiations from opposing sides of the device. Medical records were not provided. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. This complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.